Manufacturer narrative:
The customer reported that the multi-gas unit is receiving erratic readings after it is in use for a certain amount of time. He stated he had it calibrated before use and he was using new dry line kits and the auxiliary cable is fully connected. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multi-gas unit is receiving erratic readings after it is in used for a certain amount of time. He stated he had it calibrated before use and he was using new dry line kits and the auxiliary cable is fully connected.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the multi-gas unit is receiving erratic readings after it is in use for a certain amount of time. He stated he had it calibrated before use and he was using new dry line kits and the auxiliary cable is fully connected. The unit was tested and would have intermittent cal error. The gas sensing unit was changed to resolve the issue. The device has been repaired and returned to the customer. The unit was calibrated and retested prior to shipping. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.